Manufacturer narrative:
As reported, the x-stream laparoscopic irrigation tubing set leaked at the plastic reservoir. The subject product was returned for evaluation and confirmed for a fluid leak. Fluid has entered the motor housing going beyond the lip seal of the motor mount, into the battery compartment. Excessive sealant and cracks were identified on the motor mount which appears to be allowing fluid to leak through the motor; corrosion was also noted. Based on the investigation and sample evaluation, the root cause was assessed to be manufacturing related. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in july, 2020. Sample evaluated.

Event description:
As reported, during a set up of the procedure in the operating room on (B)(6) 2020, the x-stream laparoscopic irrigation tubing set with nezhat dorsey trumpet valve leaked at plastic reservoir. Another device was used to complete the procedure. The device was not used on patient; as such, there was no reported patient injury.